Event description:
It was reported that approx one month after tlif with peek device and infuse bone graft, pt had fluid-filled cyst located posterior to peek device. A reoperation was performed to aspirate the fluid. It is unknown if the infuse bone graft contributed to the reported event.